Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - approximately two years ago. Date implanted - approximately twenty-three years ago. Date explanted - approximately two years ago.

Event description:
It was reported that patient underwent total hip arthroplasty twenty-three years ago and was revised approximately two years ago to remove and replace the bi-polar stem due to erosion. An orthopedic salvage stem was implanted during the revision. A subsequent revision procedure took place on (B)(6) 2013 due to fracture of the orthopedic salvage stem. No further information has been reported to date.